Event description:
It was reported that the patient presented in the ER after receiving high voltage therapies. Upon interrogation, an alert for possible output circuit damage was received. Low hv lead impedance was noted. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 8.8cm was returned for analysis. External insulation abrasion was found at 7.1-7.5cm from the pin consistent with lead friction to the ICD. One of the rv conductors was broken at this location and could contribute to the reported low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.